Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed itchy, broken skin with welts and bumps underneath the back therapy electrodes. The patient stated that she had made her doctor aware, but there is no indication that the patient's doctor recommended anything. The irritation improved after using over-the-counter cortisone cream but then came back after putting the device back on. Follow-up attempts were unsuccessful, and the patient's medical outcome is unknown.